Event description:
A caller reported a malfunction on the pump, identified as malf 12. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer was assisted in resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again.